Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was observed on the right atrial (ra) lead leading to inappropriate automatic mode switch (ams). No intervention was performed; the patient's condition was stable and there were no adverse consequences.